Event description:
The customer reported to olympus, the video system center lamp did not light and error code e105 (communication error) was displayed. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR, the device evaluation and the legal manufacturer's final investigation. Corrected fields: e1: (please remove mr, from the first/given name). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten (10) years, since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported event lamp did not light and error code err105 is displayed, was not confirmed. As there are no abnormalities as well as in appearance. We could not determine, the cause of the phenomenon, based on the investigation result. Based on the results of the investigation, and since no device malfunction was confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.